Event description:
It was reported that a patient had hip fracture surgery on (B)(6) 2014. A dynamic hip screw (dhs) system was implanted. Initial surgery was successfully completed without surgical delays. Reduction was successful. Imaging was taken periodically on unknown dates. Patient reported pain on unknown date. Imaging taken on (B)(6) 2015 confirmed a non-union and a broken dhs/dcs one-step lag screw. Patient was revised to bipolar hip replacement on (B)(6) 2015. Revision surgery was successfully completed without surgical delays. Devices and imaging are not available for evaluation. This report is 1 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: jdo. Device history records was conducted. The report indicates that the: part mfg date: 03/31/2014. Part exp. Date: 02/2023, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7620998 of dhs/dcs one-step lag screw was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Disposition: unconfirmed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.